Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the lead exhibited high, out of range high voltage lead impedance.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate shock therapy due to lead noise. A slight increase in capture threshold was also observed, and the value was within range. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. The patient was discharged after the procedure.